Event description:
It was reported that the internal and external serial numbers do not match. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the internal and external serial numbers do not match. No relevant error codes were found in event log. Service history review identified the complaint was not related to a previous service of the device within the review period. Verified the serial number situation on various labels and on the device. Found the serial number on the device was entered incorrectly.